Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use.

Manufacturer narrative:
Qn# (B)(4). The sample was not returned; however, the customer provided a photo for evaluation. Visual examination of the photo confirmed the guide wire had one distinct kink. However, full visual examination could not be performed as the sample was not returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of a kinked guide wire was confirmed by visual examination of the customer supplied photo. The guide wire contained one distinct kink. A device history record review was performed based on sales history and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use.